Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hip surgery, the stem impactor had a part broken off, probably stuck in the prosthesis (cold welded). The tip was not seen in any x-ray.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : hcp reported : "stem impactor part broken off, probably stuck in the prosthesis (cold welded)" and "I just received the information from the surgeon that the metal part of the stem has now been shown during an x-ray inspection. The (B)(6) 2025 is planned to have the metal part removed to protect the ceramic head". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the distal prong broken from the cor/tri ant stem insert shaft's body. Broken fragments were not returned for evaluation. Additionally, device had signs of usage. The observed condition appears to be consistent with the effects of extensive use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. With information provided, there is no certainty nor photo evidence to verify if the broken fragment (which was not returned for evaluation) was leaved inside the patient; therefore, the reported allegation can not be confirmed. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. With information provided and as only the cor/tri ant stem insert shaft was returned for evaluation, reported jammed/stuck condition was not able to be confirmed. A receiving inspection document was reviewed for the finished device pg338857 lot number, and no non-conformances nor manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the cor/tri ant stem insert shaft would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 1) quantity manufactured: (B)(4), 2) date of manufacture: 6-agu-2023, 3) any anomalies or deviations identified in DHR: no, 4) expiry date: n/a, 5) IFU reference: IFU-0902-00-836. Device history review : a receiving inspection document was reviewed for the finished device pg338857 lot number, and no non-conformances nor manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: hcp reported: "stem impactor part broken off, probably stuck in the prosthesis (cold welded)". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the distal prong broken from the cor/tri ant stem insert shaft's body. Additionally, device had signs of usage. The observed condition appears to be consistent with the effects of extensive use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. With information provided and as only the cor/tri ant stem insert shaft was returned for evaluation, reported jammed/stuck condition was not able to be confirmed. A receiving inspection document was reviewed for the finished device pg338857 lot number, and no non-conformances nor manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the cor/tri ant stem insert shaft would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: quantity manufactured: (B)(4). Date of manufacture: 6-agu-2023. Any anomalies or deviations identified in DHR: no. Expiry date: n/a. IFU reference: IFU-0902-00-836. Device history review: a receiving inspection document was reviewed for the finished device pg338857 lot number, and no non-conformances nor manufacturing irregularities were identified. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 and h6 (medical device problem code). Corrected: h6 (health effect - clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information from the surgeon states that the metal part of the stem has now been shown during an x-ray inspection. The (B)(6) 2025 is planned to have the metal part removed to protect the ceramic head.